Event description:
It was reported that a half day infusor leaked. This occurred after the device was filled with desferrioxamine (3000mg in 60 ml) and before patient use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured from march 3, 2014 to march 4, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.